Event description:
Customer reported problems acquiring and saving cine runs. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the connector on the 5v power supply. System operates as intended.